Manufacturer narrative:
Pump passed operating current and displacement test, however a33 alarm during prime/a33 test at 4 lbs and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, cracked case reservoir tube window corner and broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had cracks and chipping on the battery compartment. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.